Event description:
During preparation, when the device was removed from the box, it was noted that the box containing the sling was cracked compromising the sterility of the device. A second device was used to complete the procedure and there was no clinical consequence to the patient.